Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, while testing the helix it was noted that the helix would not fully retract. The lead was not used. No patient involvement was reported.